Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated that they are scheduled for a revision (B)(6) 2025) to have their ins move from left buttock to under their arm/chest area because it is causing too many problems and for the last couple of months, they have been getting "zapped" too much in their lower back. Technical services (tss) reviewed that even if extensions were removed at the time of the revision, the planned location for the ins wouldn't allow for full body guidelines. Tss asked where the patient's leads were located and stated they went up through their spine and into their shoulder. Tss reviewed, if leads were not in spine, we may not recommend any type of mris. Tss reviewed to speak with hcp about MRI compatibility at revision.